Event description:
Revision surgery - the pt has had several irrigations and drainages following her original surgery that was done on (B)(6) 2013. The pt had no greater trochanter left, and there was a deformity within the acetabulum. The surgeon removed all implants from the previous surgery, and placed a stryker dbm acetabular component. In addition, due to the pts anatomy a new djo surgical lima stem, proximal body and femoral head were implanted. There were no component failures.

Manufacturer narrative:
On (B)(6) 2013 an agent reported a revision surgery for incision and drainage. The patient had no greater trochanter left and there was a deformity within the acetabulum. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned components were visually inspected. The femoral head is still installed and captured in the bipolar shell assembly. The femoral head can rotate freely within the shell. The bipolar shell articulating surface is heavily stained with blood and body fluid but appears to be in good condition. The lima stem is in good condition with only light blood and body fluid stains. The proximal body has abrasion damage on the taper but this is likely revision surgery damage. The abrasion extends from the neck and onto the taper surface. This type of damage could not have occurred in-vivo because the femoral head internal taper covers the area of the taper with abrasion damage. Overall the returned components are in good condition. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is there have been two prior complaints for the bipolar assembly for infection. The root cause for this revision surgery is due to the patient's deformed acetabulum and significant bone loss (no greater trochanter). The bipolar system is designed to articulate against the patient's natural acetabulum and anatomical deformation of the acetabulum can prevent proper function and/or impact stability. There has been no evidence presented that suggests a design or manufacturing problem contributed to the need for revision. The patient presented with contraindications for bipolar surgery which most likely contributed to this complaint.